Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: (B)(4). Model: sc-2218-70, serial: (B)(4). Batch: 18659320/18855081.

Event description:
It was reported that the patient underwent a spinal cord stimulator system explant procedure due to inadequate pain relief. The patient was doing well postoperatively. The explanted device components will not be returned.